Event description:
On [redacted] during a navigational bronchoscopy procedure that was scheduled to begin at 0800 a transbronchial cryobiopsy probe exploded (the working channel of the bronchoscopy was in the patient, the portion of a disposable transbronchial cryobiospy probe that failed was outside of the patient) during use. Staff reported experiencing ringing in their ears, and one provider suffered potential minor burns. The procedure was completed without the impacted equipment and the patient recovered without difficulties. In the endoscopy recovery area, the patient denied complaints or concerns. A clinical disclosure was completed. Immediate medical evaluations, including an audiology appointment at 1300 was scheduled and partially completed due to the patient noting acute on chronic abdominal pain. Patient was evaluated in the emergency department and admitted for observation for a presumed unrelated colon condition. All injuries to the employees were documented in employee health, and incident reports are being completed. No loss of work time occurred. A representative for the transbronchial cryobiopsy probe discussed incident with the provider and took the probe to company for investigation at the time of the incident. Logistics / supply chain identified the lot number and segregated the supplies. Logistics contacted vendor to order new probes from a different lot. There are no known recalls on this probe. Manufacturer response for flexible cryobprobe, erbe (per site reporter). The manufacturer indicated there is a known problem with pressure build up.